Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels ranging in the 40's (mg/dl). Reportedly, the suspected cause of the low bgs were due to being inexperienced with using the pump. Additionally, the customer reported adjusting the pump settings without consulting with the health care provider (hcp). To treat low bgs, the customer consumed juice. Additionally, the customer reported adjusting the carbohydrate ratio settings in an attempt to resolve the issue. Recommendation was made to consult with hcp regarding adjusting the pump settings.